Manufacturer narrative:
All buttons function properly. No damage noted on keypad traces. No unexpected alarm or frozen screen noted during testing. Insulin pump passed self test and displacement test. Insulin pump had minor scratches on display window and a small crack on the battery tube threads. The keypad flex connector on lcd board was locked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the buttons on the insulin pump are not working. Customer also stated that the display screen is frozen. Customer's blood glucose level at the time 200mg/dl. Advised insulin pump would be replaced. No additional information is provided.